Event description:
During testing at the user facility, it was noted that the ground prong on the ac power cord plug was broken. There were no reports of any adverse patient events or delay in critical therapies while the pump was in clinical use. No add'l info was provided.

Manufacturer narrative:
Initial testing on (B)(4) 2012 found the ac power cord ground prong was broken. This report is being made as part of a retrospective review. No further testing or investigation will be performed. This report represents all the info known by the reporter upon query by hospira personnel.